Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the damage of the insulation material of the sheath was likely caused by thermal mechanical overload, improper handling, mechanical impact like fall, shock or similar stress, and wear and tear. It could not be determined with certainty, whether there was a previous damage on the device or any damage on the ceramic insulating insert was caused during last reprocessing or during last usage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-00248.

Event description:
It was reported the ceramic tip of the resection sheath fell off inside the patient during a procedure. The piece was retrieved and the procedure was completed with a different device. There was no reported patient impact. Additional information regarding the procedure and device retrieval was requested, but not provided at the time of this report.